Event description:
It was initially reported that the patient was experiencing painful stimulation. X-rays were taken (no provided to the manufacturer) that were reported to show the lead had become disconnected from the generator. The patient had their lead replaced and it has been returned to the manufacturer for evaluation. Product analysis is plan but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received regarding the patient. X-rays are not going to be provided to the manufacturer. There was no known manipulation or trauma also no causal or contributory programming or medication changes precede the onset of the high impedance. Product analysis has been completed on the lead. A break was identified in the positive coil. Also, abraded openings in the outer silicone tubing and an abraded opening in the inner silicone tubing of the positive coil were identified. Scanning electron microscopy images of the positive coil broken ends show that pitting or electro-etching conditions have occurred in at least one strand at the break location. The broken strands of the quadfilar coil show appearance of a stress-induced fracture (due to rotational forces). Also, the early stages of secondary breaks were identified in the vicinity of the broken strands. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portions.

Manufacturer narrative:
.